Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
Customer experienced continuing elevated bg's (330 ¿ 385 mg/dl). System check was performed and air bubbles were observed. Customer primed the tubing to address the air bubbles, but the root cause for elevated bg could not be determined.